Event description:
The customer reported that the unit showed a charge shock failure inop.

Manufacturer narrative:
The customer reported that the units showed a charge shock failure inop. A philips field support engineer evaluated the device at the customer site, and confirmed the reported failure. Replacing the therapy pca resolved the issue.